Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The field observation was not confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was an attempted implant. However, the lead's pacing impedance measured 2600 ohms and there was noise on the electrogram (egm). This lead was not used and another lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.